Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and it did not recur. The customer was informed to continue using the pump and advised to contact support if the issue reappears.